Event description:
This supplemental report is being filled to include additional device information. The patient received an additional inappropriate shock due to p-wave oversensing with the new electrode. Subsequently, the physician elected to explant the entire system and replace it with a transvenous one. No additional adverse events were reported.

Manufacturer narrative:
This supplemental record was created to indicate additional information regarding device explant.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device is still in service and is not available for return.

Event description:
It was reported that this patient received an inappropriate shock due to a stress test due to triple counting. The patient then received an additional inappropriate due to oversensing lower amplitudes with some noisy signals. The root cause was determined to be the electrode which was in poor positioning. This electrode was replaced and the device is still in service. No additional adverse events.